Manufacturer narrative:
(B)(4): patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a device not giving readings occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss greater than an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss greater than an hour due to a defective receiver. The reported event of a device not giving readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.